Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer's blood glucose level was 138 mg/dl. The customer stated that the issue was caused by a kink in the cannula of his unomedical infusion set and that an infusion set change resolved the issue. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.